Event description:
A customer reported their lifeline view AED will not power on. No additional AED or battery information was provided.

Manufacturer narrative:
Although requested, the electronic log files from the AED have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.